Manufacturer narrative:
(B)(4). On further examination of the patient by a surgeon it has been determined that no intervention is required because there is no evidence that pieces from the device balloon remained inside the patient. The device is reportedly not available for investigation.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73b1500438 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the cuff of the trocar pierced during the procedure just before the pneumoperitoneum was carried out and debris fell into the patient. The patient's condition was reported as unknown.